Event description:
This male patient was undergoing coil embolization within the aneurysm of basilar artery and superior cerebellar artery. There was no calcification or vessel tortuosity. After the framing with 4 gdc coils, he inserted a dcs coil and placed it into the aneurysm successfully. He tried to place another dcs coil, but the coil unraveled. He withdrew the coil and the mc (brand unknown) as one unit from the patient's vessel. It was reported that a one to one relationshop between the coil and microcatheter was verified with fluoro prior to repositioning and withdrawal and there was no resistance. A continuous flush was maintained through the mc. There is no information regarding whether the mc was being repositioned when the coil was out of the mc or whether the mc had been re-shaped prior to use. There was no information how the procedure was completed. There was no adverse consequence to the patient.